Manufacturer narrative:
(B)(4). Upon follow-up, the nurse reported that on (B)(6) 2010 the patient experienced gastrointestinal (gi) bleeding, bacterial peritonitis and was hospitalized that day. Treatment was not reported. On (B)(6) 2010, the patient was discharged from the hospital and recovered from the bacterial peritonitis on an unreported date. Hemodialysis is performed once weekly. Action taken with dianeal and extraneal were reported as ongoing. The nurse was not sure if the gi bleed and bacterial peritonitis with culture positive for campylobacter was related to dianeal pd4 ambuflex and extraneal viaflex therapies, and therefore was unassessable.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 unknown bag, extraneal viaflex and physioneal therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient's caregiver called the baxter (B)(6) product surveillance to report an over prime error that occurred on the homechoice machine. The caregiver also reported that on an unknown date the patient had peritonitis. During follow up with the care giver on (B)(6) 2011, she reported that the patient had peritonitis twice and the patient was seen at the (B)(6) clinic at (B)(6) hospital. Treatment for the event was not reported. It is unknown if the dianeal, extraneal and the physioneal therapy continued or if the event of peritonitis resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. This is report 1 of 2 from this reporter.